Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the battery compartment was found to be intact; no damage was observed. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. The returned battery cap was able to be fully secured to the pump and was used to complete the investigation. During testing, the pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of short battery life was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.